Manufacturer narrative:
Common device name: dressing, wound, drug. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was foreign body (fly) on the dressing. The product was not used on patient. The pictures of the concern were provided well.

Manufacturer narrative:
This emdr is being submitted to correct d1: brand name , d2: common device name & product code, d4: model# & g4: PMA /510(k)#.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.